Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2009: the university of (B)(6) medical center. (B)(6), md. Indications: ¿the patient is a 49-year-old male who had previously undergone an attempted laparoscopic cholecystectomy in which he sustained a bowel injury, necessitating a conversion to an open procedure. The patient had an upper midline laparotomy performed. Postoperatively the patient developed an incisional hernia in the upper portion-of the incision as well as a smaller hernia down by the umbilicus. Open ventral hernia repair with possible mesh was recommended to the patient. The procedure risks, benefits, and alternatives were discussed. His questions were addressed, he appeared to understand and requested to proceed with the· operation as above .¿ implant procedure: stoppa style repair of ventral incisional hernia with gore-tex dualmesh. Implant: implant: gore® dualmesh® biomaterial [1dlmc07/06584547, 20cm x 30cm x 1mm]. Implant date: (B)(6) 2009 (hospitalization dates unknown). On (B)(6) 2009: the university of (B)(6) medical center. (B)(6), md. Operative report. Assistants: (B)(6) md/(B)(6) md. Preoperative and postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Procedure: ¿the abdomen was prepped and draped in standard sterile fashion. A vertical midline incision was created using the old scar and carried down through the subcutaneous tissues carefully until the fascia was identified. The dissection was carried out carefully, identifying the hernia sac separate from the fascia. The hernia sac was completely dissected free from its' surrounding tissues and entered, which allowed us entry into the abdomen. The fascia was then completely opened from the umbilicus to approximately 4 cm beneath the ____ process. The hernia sac was completely dissected free from all its surrounding tissues and returned to the abdomen. The peritoneum was attempted to be closed, but there was not enough to provide a tension free closure. At this point in the operation the posterior layer of the fascia was carefully incised and dissected free from the anterior layer and rectus muscle on both sides of the incision for the full length of the incision. The posterior layer was reapproximated with a 0 pds suture in a running fashion. At this point a 15 x 23 cm piece of mesh was cut to appropriate dimensions and placed into the wound to check for adequate coverage. The mesh appeared to provide nice, adequate coverage. At this point o ethibond sutures were tacked to the mesh circumferentially. These sutures were passed from below through the anterior sheath and subcutaneous tissue to the skin and secured circumferentially. This provided security in keeping the mesh in place. During the placement of the transfascial sutures, the epigastric vessel on the left side was hit with passage of the needle. This required placement of a single figure-of-eight stitch. At this point the space created between the anterior and posterior layers was irrigated copiously and checked for hemostasis. Hemostasis was excellent at this time. At this point the anterior layer was reapproximated with a #1 looped pds. The skin was closed with a 4-0 monocryl over a #7 jp drain. Dermabond was then placed on all the puncture sites and the incision. The drain was placed to bulb suction .¿ on (B)(6) 2009: the university of (B)(6) medical center. Implant sticker. ¿gore dualmesh® biomaterial.¿ ref catalogue number: 1dlmc07. Lot batch code: 06584547. W. L. Gore and associates . Relevant medical information: no information. Explant preoperative complaints: on (B)(6) 2016: (B)(6) 2016: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 56-year-old man who years ago sustained a bowel injury during a cholecystectomy requiring exploratory laparotomy. He subsequently developed an incisional ventral hernia repair and underwent an open mesh hernia repair. He is not sure what type of mesh. He had multiple episodes of recurrent small bowel obstruction since then and had been managed nonoperatively, but keeps happening so frequently and with his worsening renal function every time he gets dehydrated, it worse off. He requests definitive repair of his hernia. We discussed the risks, benefits, alternatives, risks of bleeding, infection, bowel injury, the possibility of hernia recurrence and possibility of cardiopulmonary events. He expressed understanding and wishes to proceed .¿ explant procedure: incisional repair of recurrent incisional ventral hernia. Bilateral component separation with myofascial advancement flaps, transversus abdominis released bilaterally, approximately 30 cm on both sides. Extensive lysis of adhesions. Excision of old ptfe patch, foreign body removal approximately 20 x 15 cm. Implantation of 30 x 20 cm symbotex mesh. Explant date: (B)(6) 2016 (hospitalization dates unknown). On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), pa. Preoperative and postoperative diagnoses: history of recurrent small-bowel obstructions. Recurrent incisional ventral hernia repair. Chronic kidney disease stage iii. Type 2 diabetes. Obesity. Anesthesia: general. Procedure: ¿a 10 blade scalpel was used to excise around the old scar. He had a very large scar approximately 3 cm across and about 25 cm long. I excised this entire scar and discarded it. I excised it with electrocautery and sharp scalpel. I then came down below where the old scar was and I entered the abdomen in the lower 1/3 of the abdomen below where the umbilicus probably needs to be. I dissected down with electrocautery through the skin and subcutaneous tissues and through the fascia. I opened the fascia with curved mayo scissors. There were extensive adhesions here. I freed up the small bowel from the fascia and I tried to progress my dissection more cephalad, did not encounter what appeared to be a wall of fascia. As I took this down, I encountered the old mesh. It appeared that his previous mesh had been laid in a rives-stoppa fashion in a retro rectus position plus the posterior rectus sheath had totally separated creating a circumferential shelf like defect with the ptfe mesh and the rectus muscles ballooning up over this anteriorly with small bowel and omentum adhered all along this shelf of ruptured fascia. I divided the old mesh in half. I previously took down all of the small bowel adhered here as well as the omentum using metzenbaum scissors, electrocautery, and blunt dissection to dissect all this out. I then dissected out all the adhesions starting out at the ligament of treitz and continuing all the way down to the cecum and ascending transverse and descending colon fraying up the small bowel adhesions, interloop adhesions, omental adhesions. Once I freed all this up to clarify the anatomy, I then evaluated our hernia repair and felt that explantation of the mesh would be required to get the new mesh in good position. I used electrocautery and blunt dissection to peel away the mesh where it is densely adhered to the rectus muscle. They appeared to be viable throughout and the mesh separated away without much damage to the muscle. Once this was out, I elevated the right abdominal wall elevating the rectus muscle pulling down on the posterior sheath. I reveal the semilunar line and I used scissors and electrocautery to open the semi lunar line releasing the transversus abdominis from the internal and external oblique above leaving them attached to the anterior rectus sheath while the posterior rectus sheath remained in continuity with the transversus abdominis. I did this from the low abdominal wall all the way up on to the ribs bilaterally. This completed dissection on both sides that was about 30 cm in length. I did this on the left side in a similar fashion trying to preserve as many of the perforators as I could. I then mobilized the transversus abdominis bilaterally and was able to run this layer closed using #1 looped pds. Prior to doing this, I irrigated out the entire abdomen copiously and suctioned all this free. I had no bowel injury. I inspected the bowel for any enterotomies. I had still a fair amount of omentum left. I reflected this cephalad out of the abdomen, put down several pieces of seprafilm over the small bowel. I laid the omentum back down and laid the final 2 pieces of seprafilm in the midline and tried to prevent any future adhesions, small-bowel obstructions here. I then used a #1 looped pds as described above to close the abdomen closing the posterior rectus sheath in the superior abdomen in the lower 1/3 closing the peritoneum. I then deployed my mesh. I used 30 x 20 piece of mesh. This laid easily in the retro rectus position with it laying out well over the transversus abdominis muscles in the space that I had created. I then used a 15 blade scalpel to make a stick site in the right upper quadrant that tunneled a 19-french fully fluted blake drain into this and looped this down to the inferior most part of the dissection space and up to the left side. I did the same on the left, but this one I placed on top of the mesh rather than behind the mesh and sutured these in place with 3-0 nylon. I then used a series of running o pds pops to suture the mesh and anchoring parts of the 4 cardinal points and then running these anchoring it down to the transversus abdominis. I then irrigated out this cavity. I suctioned all this fluid away and then I closed the midline with a running #1 looped pds, sized this 6 cm and incorporated a small bite of the symbotex mesh in the midline and to pexy it in place. I used a small bite small step technique. I then irrigated out the wound again and closed the skin with staples. I had undermined a little bit on each side since I had excised the scar. I had undermined 1 cm all the way around this 30 cm wound. I then closed it with staples. I applied mastisol and pico and established suction with a good seal. The patient was then awakened from anesthesia, transported to pacu in stable condition having tolerated the procedure well. At the end of the case, all sponge, needle, and instrument counts were correct. The patient was awakened from anesthesia .¿ on (B)(6) 2016: (B)(6) medical center. Implant log. ¿mesh symbotex 30x20cm sym3020.¿ mfg: covidien. Quantity: 1 . On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Pathology. Gross: foreign body mesh. Received is a fluid-filled container labeled with the patient¿s name and "1 foreign body mesh". Present in the container are two irregular fragments of mesh together measuring 21 x 15 x up to 0.3 cm. Adhesed fibrous tissue and a focal shiny surface are appreciated. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: health effect impact code: f1901: an additional surgical procedure was necessary; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent unknown type of ventral hernia repair on (B)(6) 2009 whereby a 652780 was implanted. It was reported the patient alleges the following injuries: "will supplement." Additional event specific information was not provided.